Manufacturer narrative:
This report is submitted on july 02, 2024.

Event description:
Per the clinic, multiple open circuit electrodes were noted resulting in performance decrement with device use. Subsequently, the device was explanted on (B)(6) 2024 and the patient was re-implanted with a new cochlear device within the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.